Event description:
Patient's rn asked another rn to look at oxaliplatin infusion and see why the alaris pump would be pulling fluid from the primary line, as well as the secondary line. When the connection was checked, the blue connector on the end of the secondary chemo tubing sent from the pharmacy was disconnecting from the blue connector on the primary tubing hub. Several attempts were made to get the blue parts to stay connected, but they kept coming apart. The rn obtained a new blue connector and placed it on the primary tubing, but the secondary tubing connector still would separate when gently pulled on. Manufacturer response for IV line adapter/connector, chemo lock port (per site reporter): unknown.